Event description:
This device was returned for repair; there was no malfunction reported. Product analysis found that the black plastic piece is burnt at the connection level. Residue traces, probably mineral, has been observed on the electrode pins during dismantling.

Manufacturer narrative:
(B)(4). Evaluation summary: product analysis found that the black plastic piece is burnt at the connection level. Residue traces, probably mineral, has been observed on the electrode pins during dismantling. The burnt plastic is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The presence of residues on the electrode pins indicates that the origin is probably linked to cleaning or drying.